Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4: batch # unk. Correction d4. Primary UDI number . H6. Medical device problem code. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2024. D4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "were any heat sources used near the pouch? Were any sharp instruments used near the pouch? When resistance was felt when removing the pouch through the abdomen, what accommodations were made to extend the fascial incision prior to increasing the abdominal incision? By how much was the incision extended? Were any patient complications noticed during the surgery? What is the current patient condition? Was the patient post op care changed due to pouch breaking? " attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the incision was enlarged so that the broken pouch and gallbladder could be removed. Delayed procedure 15 minutes. The pouch was deployed under correct instruction. Specimen added - was being removed however, felt the pouch material stretch and potentially ¿give¿ way. Subsequently used forceps and blade to enlarge the incision significantly. Removal was still difficult with then the pouch splitting resulting in portion of gallbladder coming out of the pouch. The pouch was subsequently removed.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. Correction: h6. Health effect - impact code.